Manufacturer narrative:
Complaint # (B)(4) received. Gentherm medical is attempting to retrieve this device for evaluation.

Event description:
The customer claims the device suffered a severe internal fire and electrical explosion during operation.